Manufacturer narrative:
The patient was implanted in 2009 (specific date not reported). Patient and device details were not made available as of the date of this report, june 17, 2016. Device location unknown.

Event description:
Per the clinic, the patient developed an infection and necrosis of the skin flap around the abutment. Treatment topical steroids and antibiotics was unsuccessful and subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.